Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed physical damage to the main switch assembly cable consistent with mis-handling. The cable wire appeared to be cut by a blade or sharp tool. The tamper proof label was found to be broken. The device was recertified and returned to the customer. This report has been determined as user mishandling. Analysis of reports of this type has not identified an increase in trend.